Event description:
Disposable item with cartridge placed on uterine ligament and fired correctly by physician. Upon trying to remove cartridge, it was locked into place on tissue and could not be removed. It was put back together, instrument removed and small amount of bleeding stopped by cauterizing area. Risk mgr will return product to vendor.